Manufacturer narrative:
One needle-suture piece, a detached needle and one empty labeled winding former of product. The product code is double armed. During the visual inspection, slight marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. Also, the detached needle was visually inspected, and the swage and attachment area were noted to be as expected. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please verify the number of devices that had suture breakage in this procedure: six. Did all devices had suture breakage during use on the patient? No. Device return status/follow up: noted.

Event description:
It was reported that the patient underwent an aortic valve replacement and coronary artery bypass grafting procedure on (B)(6) 2019 and the suture was used. During the surgery, the suture breakage occurred. Another like device was used to complete the procedure. There were no patient consequences reported.